Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the insertable cardiac monitor device was explanted after being found protruding from the incision site, and a new device was implanted. No additional adverse patient effects were reported.